Event description:
It was reported that during device interrogation, noise on the rv lead was observed. Patient did not experience any adverse events. Lead was explanted and replaced. Patient's condition was stable.